Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was not able to be successfully implanted due to impedance issues and high thresholds, pacing could not be delivered. This lead was successfully replaced. No adverse patient effects were reported.